Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber balloon catheter (rx6mm20cm155) ruptured while being used for post-dilation of a smart stent. The device was replaced with an unknown different sized balloon catheter to complete the procedure. The lesion was the superficial femoral artery. There was no patient injury reported. The device was clinically used and will not be returned for analysis.

Manufacturer narrative:
As reported, a 6x200mm 155cm saber rx balloon catheter (bc) ruptured while being used for post-dilation of a smart stent. The device was replaced with an unknown different sized balloon catheter to complete the procedure. The lesion was the superficial femoral artery. There was no patient injury reported. The device was not returned for analysis. A device history record (DHR) review of lot 17670990 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.